Manufacturer narrative:
(B)(4). Therapy date - (B)(6) 2017. Medical product - jgrknt 1.0mm mini 2-0 ndls catalog # 912076 lot # ni (4 qty). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR repots were filled for this event: 0001825034 - 2017 - 06780, 001825034 - 2017 - 06781, 0001825034 - 2017 - 06782.

Event description:
It was reported that during a surgery, the support sleeve covering tip of the soft anchor had already been slid to the handle side when the surgeon opened the package at the operation. Therefore, the surgeon used an alternative one to complete the surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Only one of the four products indicated on the complaint was returned and pictures were taken. Upon inspection of the device, there doesn't appear to be any biologic material or damage to the anchor to signify the product was used. The support sleeve is moved down towards the handle and away from the tip. Although the protective sleeve is moved down towards the handle it is not possible to determine when and how that happened. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined that it did not result in patient injury and has not been previously reported as doing so. The initial report was forwarded in error and should be voided.